Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause of the setting changing on it own was surgery from the hcp. Thinks it may help. The cause of the vibration at the ins site was they believed touble. Unknow what steps would be taken. The patient did not know if it was resolved.

Event description:
Additional information was received from the patient. They called back and repeated information previously noted regarding feeling vibration on their hip that makes them limp on the right side and comes on sometimes but not all the time. The patient wanted to decrease stimulation more. The agent walked the patient through decreasing stimulation. The patient will maintain stimulation. They stated they had an appointment with their doctor on the 11th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night for about 25 seconds it went up higher on it's own and again, about 2-3 hours ago when they were standing and shaving, it broke them down, it started vibrating where the implant is on their right buttock, down their leg to their knee and it would not quit, it bit them sideways and they could not even move it lasted 40 minutes and they wanted to call 911 but couldn't get to the phone. Patient said they called the medtronic rep today who told them to call patient services for help to turn it down. Worked with patient to use their equipment to synch with their stimulator and patient was successful to decrease stim to a comfortable level. Reviewed the option to turn therapy down or off and contact their doctor about it. Redirect to doctor.